Event description:
Boston scientific received information that patient had twiddlers syndrome. The left ventricular (lv) lead was removed because as the physician attempt to level the lead the insulation became compromised thus, new lead was implanted as replacement. The lv lead was out of service. No additional adverse patient effects were reported.

Event description:
Additional information was received that this patient experienced frequent syncopal episodes prior to the explant procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the clinical observation. Past experience suggests patient manipulation of the lead through the skin (twiddler's syndrome) is a contributing factor to damage of this type.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.